Event description:
Procedure type: colectomy. According to the reporter: the customer reports that the instrument jammed at the second application; the blade is jammed and the device could not be released from the tissue. After releasing the instrument, the anastomosis appeared good. The surgical time was extended by more than 30 minutes due to the product problem

Manufacturer narrative:
(B)(4).